Manufacturer narrative:
Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. The main component of one of the systems involved in the reported events; other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Barraquer-bordas, l., molet, j., pascual-sedano, b., catala, h. Retarded central pain associated with a subinsular hematoma followed by a parietooccipital tumour. The favorable effect of chronic stimulation of the vpl thalamic nucleus. Rev neurol. 1999;29(11):1044-1048. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary/reported events: a (B)(6)-year-old patient who received deep brain stimulation (dbs) of the vpl nucleus of the left thalamus initially had their lancinating pain and allodynia controlled by dbs, however they experienced a recurrence of pain five months later. A CT scan at that time found a tumor in the parietal region with an important shift of the midline and migration of the electrode out of the thalamus. A biopsy found ¿tumoral necrosis.¿ it was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.